Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. It was indicated device was previously removed. During the procedure a new aus system was implanted. No information was provided about the patient's outcome. Additional information received indicated patient did not experience any further complications. It was further reported that the patient experienced recurring incontinence and erosion with the aus leading to it being explanted. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events and was said to be good following the procedure. No more information available through physician. Should additional information become available, it will be provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. It was indicated device was previously removed. During the procedure a new aus system was implanted. No information was provided about the patient's outcome. Additional information received indicated patient did not experience any further complications. It was further reported that the patient experienced recurring incontinence and erosion with the aus leading to it being explanted. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events and was said to be good following the procedure. No more information available through physician. Should additional information become available, it will be provided.